Event description:
It was reported that the patient had difficulty recharging after a revision (see related MDR). The patient was able to charge on (B)(6) 2014 to 3/4 full but on the next day it was down to lower than ¼ and she was unable to get a connection to charge. The patient turned stimulation off because the battery was low. The patient stated the pocket site was swollen. It was stated that there may be fluid around the stimulator. The antenna locate feature was done, with a 44 being the highest number obtained. The coupling boxes were empty. The patient had tried everything including repositioning the antenna, turning the antenna dial, pressure, laying on her side and laying with one leg up. The patient stated that the best location seemed to be right over her scar. The patient had incisions in her upper back and was unable to lay on that area. The patient did not use a belt. Adhesive discs were recommended and sent to the patient. The patient stated this stimulator was smaller and she didn¿t know where the physician put it. See MFR 3004209178-2014-11268 it was further reported that on (B)(6) 2014, fluid was pulled out of the pocket. On (B)(6) 2014, the physician opted to place a mesh pouch over the stimulator. The battery was moved to her back right abdomen to help her get a better charge and coupling, as well so she wouldn¿t keep flipping it. Since the patient was large, the battery also felt very deep to the touch. The patient barely had enough ¿juice¿ to read the battery. Impedances and coverage were still good and the patient was fine. The patient had a follow up visit scheduled for (B)(6) 2014 and a company representative would be present. It was further reported by the patients physician that the cause of the event was that the stimulator was not charging post operatively. The battery was not working as the battery had depleted. An MRI was done, but results weren¿t noted. As noted, the stimulator was revised and moved to the right buttocks (not abdomen). The patient required hospitalization for the event but the outcome was noted as no injury.

Event description:
It was further reported that a manufacturer representative saw the patient on (B)(6) 2014 and they were having trouble recharging their device. It was concluded that the pocket was too deep and that was the reason for the trouble charging. On (B)(6) 2014 a pocket revision was done. It was thought that the patient was doing great with good coverage. They no longer had trouble charging.

Manufacturer narrative:
Concomitant products: product ID 97754, serial# (B)(4), product type recharger; product ID 97740, serial# (B)(4), product type programmer, patient; product ID 3998, lot# v013615, product type lead; product ID 3708260, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2014, product type extension. (B)(4).